Event description:
It was reported that approx 75 months post-implant of a bifurcated device and a limb extension a computed tomography scan identified the limb of the bifurcated device was pushed up towards the bifurcation, due to iliac aneurysm development. Reportedly, an iliac aneurysm had developed distal to the bifurcated left limb, which ultimately communicated with the abdominal aortic aneurysmal sac, pushing the main body limb towards the bifurcation. The pt was treated with three limb extensions, to extend end pass the hypogastric artery and to ensure seal. The pt tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional info becomes available.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by a clinical representative with the following impression: product appropriateness, patient candidacy, index procedure technique or difficulties could not be assessed due to lack of information. The patient's medical history could have contributed to the reported event in the form of aneurysmal disease progression. There was no evidence of type iii-a or I-a endoleaks. Stent migration could not be substantiated without the index procedure notes. The secondary procedure was substantiated. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a conclusive cause for the reported event could not be identified; however, the patient's disease progression is a likely factor. Corrected data: contact office.